Event description:
The customer reported that she was able to rewind, but could not complete the prime process. Troubleshooting was performed. Instructed the customer to let the pump rest for ten minutes and the restarted again. Assisted the customer to clear the battery alarm. The customer resets the time and date and rewind, but got stuck on the prime mode. The customer stated that insulin was squirting out of the tubing. Advised the customer that a replacement of the insulin pump will be sent and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.